Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI#: (B)(4). Manufacturer contacted customer on 12/21/2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 216 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 117 mg/dl. During the call on (B)(6) 2016, the customer reported feeling well and did not report any symptoms. The customer stated that on (B)(6) 2016, she went to the hospital because her blood glucose was 21 mg/dl (fasting). Customer stated the ambulance gave her glucose IV and she was brought to the hospital. Customer stated she stayed 5-6 hours at the hospital but was not admitted. Customer stated at the hospital she was given glucose IV. Customer stated while at the hospital her blood glucose was 106 mg/dl and that it was 121 mg/dl when she left hospital. While at the hospital the customer stated she received a chest x-ray and that no problems were indicated. Customer stated no changes in medication were made by either hospital or doctor. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2016. The customer stated she is on insulin. The meter memory was reviewed for previous test result history: the 156mg/dl (B)(6) 2016 07:11 am fasting:yes, the 216mg/dl (B)(6) 2016 05:20 am fasting:yes, the 206mg/dl (B)(6) 2016 05:19 am fasting:yes, the 158mg/dl (B)(6) 2016 12:49 pm fasting:yes, the 208mg/dl (B)(6) 2016 07:52 am fasting:yes, memory concerns:216 mg/dl.